Event description:
The clinician reports the implant was inserted (B)(6) 2009 in ada 31. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.